Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 2 days post implantation due to loosening and periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of ope notes. Initial surgery post op x-ray review showed arthroplasty components are anatomically aligned. There is no evidence of fracture or other abnormality. The bones appear osteopenic. Review of revision surgery op notes states that primary total hip arthroplasty presented with periprosthetic fracture with stem loosening following fall in her home where her leg gave way. Upon entry, fracture hematoma was encountered and evacuated. Femoral fracture was reduced with supercables. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.